Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, orders were not crossing, and orders and patients from multiple units were not appearing in pyxis. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.